Event description:
The customer reported that an arjo huntleigh bari maxx bed #5 needed repairs to the hi/lo motor and latches. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).